Event description:
It was reported that in 2002, pt underwent abdominal surgery and gynecare intergel was spread throughout their abdomen. Shortly following pt's surgery they developed " extreme pain, swelling, and other serious injuries." The pt " suffered and continues to suffer sever injuries." Additional information received in 2005 noted that on or about 2002, pt underwent abdominal surgery during which gynecare intergel was spread throughout their abdomen. Subsequently, unspecified injuries are alleged.